Event description:
It was reported that the patient had to reach for something in the care "very far away". When he reached for it, he felt a "ripping" or stretching in his back. Since then, the patient has had issues with acute pain in the hip and "back troubles". The patient has also experienced swelling, lightheadedness, and "dizzy spells". No patient treatment or outcome was reported. Additional information has been requested, but was not available as of the date of this report.